Manufacturer narrative:
The codes present in section h6 correspond to components/products that comprise the reported event. Continuation of d10: product ID evolutfx-23 (serial (B)(6); product type: 0195-heart valves; implant date (B)(6) 2023; explant date select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the access site was attempted to be closed using a suture; however, the suture did not secure firmly. Hemostasis was achieved with a balloon via the contralateral access side. Some areas of dissociation were also observed. No additional adverse patient effects were reported. Additional information was received that one-day post-implant, pulsating sounds in both groins were noted and right groin pseudoaneurysm was observed via vascular echocardiogram (echo); an anticoagulant was injected. Hematoma at the access site was reported. Three days later, an anticoagulant was injected again and confirmed via vascular echo. Although hemostasis could not be achieved easily due to a wide stem region, hemostasis was achieved after 0.7cc was administered. Five days post-implant re-tested using vascular echo was performed. Subsequently, blood resumption in the aneurysm was observed. It was noted that the patient experienced bleeding failure after an anticoagulant injection because the stem was thick, and the patient moved. Manual compression was performed, and the patient was monitored with a pressure pillow. One day later, the pressure was released; however, a flow was observed again in the aneurysm. In addition, treatment intervention was deemed necessary, so endovascular therapy was performed on the same day. A non-medtronic stent was placed for the right inguinal pseudoaneurysm. Seven days post-implant, disappearance of pseudoaneurysm via vascular echo was confirmed. Afterwards the progress was good, and the patient was discharged fourteen days later. The patient was reported to recovered. No additional adverse patient effects were reported.